Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: failed insillation. Although the product passed the insulscan, the failure identified in the investigation is consistent with the complaint record because there were dents and scratches on the insulation. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.